Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? Blood vessels. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? ---no.. Was the device fired after this incident in or out of the patient? ---no what were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? Both sides clipped and device cut off was there any tissue damage? Na. If so, how was it repaired? Na.

Event description:
It was reported that during an open sigmoidectomy procedure, the trigger could not be opened when the device was used on the blood vessel. Another device was used for clipping both sides and the complaint device was removed. There were no adverse consequences to the patient. No device will be returning.